Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod6 pusher assembly. The embolization coil was intact with the pusher assembly, and the pusher assembly had kinks throughout its length. Conclusions: evaluation of the returned ruby coil revealed the pet lock was separated and the embolization coil was detached. If the proximal end of the pusher assembly is forcefully manipulated, the pet lock may unintentionally separate, which will cause the pull wire to withdraw and the embolization coil to detach. The pusher assembly kinks were likely incidental and may have occurred during packaging for return to penumbra. Evaluation of the returned pod6 revealed the pet lock and embolization coil were intact on the pusher assembly. Therefore, the reported pet lock separation and unintentional detachment could not be confirmed. The pod6 pusher kinks were likely incidental and may have occurred during packaging for return. The other ruby coil and lantern mentioned in the complaint, as well as the pod6 introducer sheath, were not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00382, 3005168196-2018-00384.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery using ruby coils and pod6. During the procedure, while attempting to place a ruby coil between the arterial and venous connection in a figure 8 fashion using a lantern delivery microcatheter (lantern), the physician aggressively applied forward tension on the lantern and moved the coil in and out the treatment site. Consequently, the pusher assembly pet lock became damaged and subsequently, the ruby coil unintentionally detached. Therefore, the physician attached a syringe to the back of the lantern and pulled negative pressure back. Thus, the detached coil was aspirated out. It was reported that the same issue occurred with another ruby coil and pod6. Both coils were also aspirated out after the unintentional detachment and the lantern removed. The procedure was completed using a new lantern and additional ruby coils. It should be noted that there was no noted damage or issue with the initial lantern. The physician just wanted to start fresh with a new lantern. Additionally, there was no report of an adverse effect to the patient.

Manufacturer narrative:
Event description corrected. This report is associated with MFR report numbers: 3005168196-2018-00382, 3005168196-2018-00384, 3005168196-2018-00825.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery using ruby coils and pod6. During the procedure, while attempting to place a ruby coil between the arterial and venous connection in a figure 8 fashion using a lantern delivery microcatheter (lantern), the physician aggressively applied forward tension on the lantern and moved the coil in and out the treatment site. Consequently, the pusher assembly pet lock became damaged and subsequently, the ruby coil unintentionally detached. Therefore, the physician attached a syringe to the back of the lantern and pulled negative pressure back. Thus, the detached coil was aspirated out. It was reported that the same issue occurred with another ruby coil and pod6. Both coils were also aspirated out after the unintentional detachment. While attempting to advance a new ruby coil through the lantern, the ruby coil pusher assembly became bent and kinked after aggressive forward and backward motion. Therefore, the ruby coil and lantern were removed. The procedure was completed using a new lantern and additional ruby coils. It should be noted that there was no noted damage or issue with the initial lantern. The physician just wanted to start fresh with a new lantern. Additionally, there was no report of an adverse effect to the patient.